Event description:
Caller reported an issue with an insulin gauge displaying a different amount than expected. There was no adverse impact to the customer's blood glucose level. Customer support educated the caller on completing the cartridge air removal process before filling the cartridge, and assisted them in filling and loading a new cartridge. The caller decided to monitor the situation and follow up if necessary.